Manufacturer narrative:
(B)(4).

Event description:
Trial patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 11/19/2015. The sensor was inserted on (B)(6) 2015. It was reported the patient's arm used as an alternative testing site to take bg readings. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracies cannot be determined. It was reported that an alternative testing site (arm) was used to calibrate the dexcom cgm system. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a finger stick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a finger stick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value.